Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beeping tones from the device. The reports revealed that the device exhibited high out of range shock impedance. Technical services (ts) noted that the average impedance value remains in range, occasionally reaching an out of range value. It was noted that the impedance has been gradually increasing. Ts provided reprogramming options and possible following actions. The issue will continued to be monitored. The device remains in use. No adverse patient effects were reported.